Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged one day after implantation and it was replaced by a new lead. No additional adverse patient effects were reported.